Manufacturer narrative:
(B)(4). Concomitant medical products - vngd cr tib brg 10x63/67 catalog# 183240 lot# unk, biomet cc I-beam tray 67 mm catalog# 141222 lot# unk, unknown patella. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07005, 0001825034-2018-07002, 0001825034-2018-07004.

Event description:
It was reported patient underwent a knee arthroplasty. Subsequently, patient had an irrigation and debridement due to non-healing surgical wound approximately two months post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.